Event description:
End user stated: "device intermittently powers up. When "on" button is pressed, status indicator shows "ready", but does not always turn on." There was no pt harm involved.

Manufacturer narrative:
Alleged failure is under investigation.